Event description:
It was reported the patient¿s blood glucose level reached 26.5 mmol/l (477 mg/dl). The pod was worn between 37 and 48 hours on the abdomen. It was noted that the cannula was possibly not inserted correctly into the infusion site. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the cause of the undiagnosed infection could not be determined. The adhesive pad welds were observed to be incomplete, implicating improper installment of the adhesive pad.